Event description:
Customer reported the insulin pump seemed frozen. Customer's blood glucose was 46 mg/dl, treated with two juices tab and a bowl of sugar. Blood glucose went up to 83 mg/dl. Customer stated the device was at the home screen with a circle and black dot. Customer stated the device had alarmed button error, battery out limit but now it only states button error and it's only showing time. The buttons did not work after taking the battery out and reinserting it five minutes later. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. The down arrow button did not respond due to corroded keypad trace. No frozen screen during testing noted. Battery out limit alarm was not verified due to unresponsive button. The device had cracked display window, cracked case at display window corners, and cracked reservoir tube lip.